Event description:
Physician's assistant (pa) was using the vasoview hemopro endoscopic vessel harvesting system while conducting an endoscopic vein harvest, and when the provider attempted to use this device to cauterize a vein, the unit had no conduction, which means the physician's assistant was unable to close up the vein. Operating room team had to open a new unit, which worked as intended.